Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the rise been a gradual but stable. Technical services (ts) was consulted and discussed how therapy delivery could be affected if it continued to rise and reached over 150 ohms. Ts suspected calcification as the root cause. This rv lead remains in service. No adverse patient effects were reported.